Manufacturer narrative:
A complete analysis and testing of the insulin pump showed it was operating within specifications. The device passed all functional testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported hospitalization due to low blood glucose. The customer is experiencing high blood glucose reading. The current blood glucose reading is 559 mg/dl. Customer treated with manual injection. The blood glucose reading at the time of the event was 17 mg/dl. Customer has lot of lows. Pancreas has been removed. Customer was light headed. Customer has blood transfusions every two weeks. Nothing further reported.